Event description:
Medtronic received a report that an apollo catheter broke at the distal end during use. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a right parieto-occipital avm. The patient¿s vessel tortuosity was moderate. The access vessel was the right femoral artery (diameter 7.9 mm). The surgeon performed avm embolization. The tip was detached prematurely during the microcatheter delivery process. The surgeon processed and removed the microcatheter and its tip and then replaced it with a new microcatheter to complete the surgery. There was friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The catheter was flushed as indicated in the IFU. The location of the broken segments were unknown. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that information on actions/interventions taken and cause of the issue could not be obta ined. The apollo tip was not embedded in the onyx cast. Information on the anatomical location of the apollo tip could not be obtained. No vessel calcification was seen. No kink or damage of the devices was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an open apollo inner pouch (b718504). Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was measured to be 1.3 mm, which is within specification (1.0-2.5 mm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.